Event description:
The pt reported she had 3 cannulas from a box of insulin infusion sets bend while trying to insert them. She stated she received 2 boxes of insulin infusion sets but has only had problems with the one box. The pt stated the cannulas bent even before they were inserted. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.